Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin and occasionally had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer to always use room temperature insulin and that the cartridge and infusion is indicated for use with the mobi pump for 3 days. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.